Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the root cause was worn bearings and motor cartridge, which were each replaced along with the driveshaft and other components. Service did a clean, lube and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during an oral surgery. The procedure was successfully completed. There were no adverse consequences reported as a result of this event.